Event description:
Dexcom failed to send alerts during overnight hours. This led to a blood sugar crash of my minor child which went undetected by the dexcom in a reasonable time. This is the second time that their service has failed in this manner and alerts are generated hours after the incident. The problem is with the follow application. The last time dexcom did not address for hours and I had to put in multiple tickets. They should have proper monitoring in place for the application. My previous complaint was not acknowledged by dexcom.